Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that they were instructed to increase the stim until the patient felt it but the patient could not feel it. Reviewed device specification (specs). The caller noted that the patient's catheter was removed and they felt the urge to void, but they could not void and so the catheter had to be placed again. The caller had not been using myjourney because of this. Asked the caller if they had left/right and they do. Asked if they were given instruction on when the change that and they were not. Agent warm transferred to supportlink and confirmed that they were enrolled and they had tried to call the patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.